Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent reconstructive skin surgery on (B)(6) 2011. A drain was placed in the back and a reservoir was connected. The reservoir was activated, but it had weak suction. The surgeon exchanged it for another reservoir which worked normally. There was no adverse consequence to the pt.